Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 2/22/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for erratic blood glucose test results. Son-in-law is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 140, 280, 115 and 233 mg/dl. Son-in-law was unable to provide the customer's expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 127 mg/dl and 182 mg/dl using truetrack meter. The product is stored according to specification in the closet. The test strip lot manufacturer's expiration date is 05/30/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6).